Event description:
Additional follow up revealed that the patient underwent surgery on (B)(6) 2012, for the extrusion. At that time, the device was said to be functioning normally so the extrusion site was closed and nothing was replaced. The surgeon's office indicated that the patient was seen in follow up after that procedure and was doing well with no further complications.

Event description:
It was reported that a patient fell on (B)(6) 2012 and presented to the physician on (B)(6) 2012 with the lead wire exposed in the patient's neck. The physician felt that the extrusion was caused by the fall as the patient underwent a revision surgery the week prior on (B)(6) 2012. The patient was again scheduled for surgery; however, it is unclear if the surgery has yet occurred. Attempts for additional information have been unsuccessful to date.